Event description:
It was reported that patient presented in clinic for implantable cardioverter defibrillator (ICD) implant. Prior to procedure, the ICD exhibited noise oversensing which caused inappropriate automatic mode switch. The ICD was not implanted, and another was implanted on (B)(6) 2025. Patient was stable.

Manufacturer narrative:
The reported event of noise and mode switch could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage output functions of the device were tested and found to be normal. No other anomalies were found.